Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after intubation in the emergency department and transfer to the ICU, an air leak was observed from the cuff. The event occurred during use and there was no reported patient harm/adverse event.